Event description:
It was reported that the patient presented to the hospital for a routine generator changeout. The right atrial (ra) lead was noted to exhibit intermittent noise oversensing resulting in inappropriate mode switch. During the procedure, the physician visualized the insulation breach on the ra lead after pocket opened. Additionally, the right ventricular (rv) lead failed to be removed from the pacemaker header. The pacemaker was explanted and replaced while both the ra & rv leads were capped and replaced on (B)(6) 2025. There were no patient consequences.